Event description:
A pt reported that meter would not turn on pt's meter allegedly had no power. The issue was not resolved. There was no medical intervention. There was no comparison. No treatment. No further info has been reported.